Event description:
During the initial implant procedure, the set screw in the header of the device was unable to fully tighten. The physician then attempted to replace the device; however, the set screws were unable to be loosened. All electrical parameters were normal, so the physician elected to lead the device and leads implanted. No further intervention was performed at this time. The patient was stable and will continue to be monitored.